Event description:
It was reported the patient experienced inadequate therapy. In turn, the doctor decided to explant and replace the patient's ipg with a different model. Surgical intervention addressed the patient's issue.